Event description:
Procedure type: appendectomy. According to the reporter: when the instrument was fired, the knife cut through the tissue but only 30 % (as judged by the surgeon) of the staplers were formed correctly. The remaining 70 % were not closed but had pierced the tissue. The surgeon had resection. As a consequence, a part of cecum had to be resected, however the ileocecal valve could be spared.

Manufacturer narrative:
(B)(4).